Event description:
It was reported that this implantable pacemaker exhibited undersensing atrial fibrillation. Atrial fibrillation was observed on intracardiac electrogram on non-sustained episodes and possible rapid ventricular response (rvr) due to atrial arrhythmia. Boston scientific technical services (ts) recommended further review. This device remains in service. No adverse patient effects were reported.